Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Multiple episodes of automatic mode switch due to far field r wave oversensing were noted on the atrial channel. Programming changes were discussed. The physician elected to monitor due to the patient being on hospice. There were no patient consequences.